Event description:
The customer contacted stryker to report that their device does not complete the boot up process when they attempt to power it on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the system pcb to resolve. After repair proper device operation was observed through functional and performance testing. The device was returned to the customer for use.